Manufacturer narrative:
Initial and final MDR 1920015 -MDR 3003442380-2024-16193 device 3 of .

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-june-2024, 11-june-2024, 12-june-2024 and 14-june-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 15 to 18 hours on average. The patient replaced infusion set and resumed insulin successfully. No further information available.